Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation.  The device was evaluated and it was determined that the reported condition that the locking mechanism stopped working and would not lock, the device would intermittently fail to start up, and would spin in the unlocked safety position was not confirmed. Therefore, the assignable root cause was not determined.  However, during evaluation, it was determined that the device had cosmetic damage and failed pretest for visual assessment. The assignable root cause for the of cosmetic damage, identified during service and repair, was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device locking mechanism stopped working and would not lock.  It was further reported that when the attachment and burr devices were appropriately locked in, the drill would intermittently fail to start up, even though the foot pedal device was engaged, making an air whooshing sound. It was also reported that the motor device would spin in the unlocked safety position. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.